Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. The status of the device is unknown.

Event description:
Patient later reported, a right side "leakage of the implant. Contents in the direction of the right axilla¿, via an MRI report.

Event description:
Patient reported, a right side rupture. The status of the device is unknown.

Event description:
Patient reported a right side rupture. Patient later reported a right side "leakage of the implant contents in the direction of the right axilla¿ via an MRI report. Device has been explanted, replaced with non-allergan device, and discarded.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ silicone migration: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, a right side rupture. Patient later reported, a right side "leakage of the implant contents in the direction of the right axilla¿. Via an MRI report. Device has been explanted, replaced with non-allergan device. And discarded.